Event description:
It was reported that a wearable failure was reported. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was sleeping and woke up having a ¿crazy low¿. The patient¿s cgm displayed to start a new sensor as his sensor had failed. The patient had not been aware this had occurred since he had been asleep. No bg meter reading was taken at this time. The patient was wearing a tandem insulin pump. The patient¿s roommate found him and called emergency medical services (ems). While waiting for ems, the patient¿s roommate fed him crackers because the patient was shaking, having numbness, and couldn¿t move or speak. Once ems arrived, the patient¿s bg meter reading was low mg/dl. Ems treated him with a tube of glucose gel. Ems stayed with the patient for about 30 minutes until his bg level came up and he was feeling better. The patient was not taken to the ER. The patient was ¿okay¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.